Event description:
T was reported that the patient underwent a transurethral left ureteroscopic holmium laser lithotripsy under anesthesia from 12:55 to 13:21 on (B)(6) 2026. After the procedure, the patient was safely returned to the ward. At 21:02, the patient's urinary foley catheter came out, and inspection revealed that the catheter balloon had ruptured. After aligning the ruptured balloon fragments, they were intact, indicating that no fragments remained in the bladder. This was confirmed by the doctor, nurse, and patient. The adverse event was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.